Event description:
A curlin 6000 ambulatory pump, by moog, malfunctioned during use. The pump alarmed motor stalled and would not run. Following instructions in the owner's manual, the batteries were changed. The pump continued to alert motor stalled. The pump was brought back to the pharmacy for testing. We were able to re-create the problem. The pump will be sent back to moog, the manufacturer, for repair/replacement. This failure may have resulted in a delay or interruption of therapy, which could result in serious injury and/or death.